Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise and non-sustained oversensing (nso) on the right ventricular (rv) channel. Fluoroscopy was performed and the rv lead was kinked. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that there were episodes of non-sustained ventricular fibrillation caused by noise and oversensing on the right ventricular channel. Additionally, there were episodes of p wave noise and oversensing on the right atrial channel. No inappropriate therapy was delivered and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the patient experienced episodes of noise that resulted in non-sustained oversensing, non-sustained ventricular fibrillation, and deactivation episodes on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was stable. All electrical values were stable and in range.